Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the automatic alarms do not work. No patient harm was reported. The device was used for patient monitoring.